Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that tubing leaks at various places within the IV line while infusing chemotherapeutic medications and saline. There was no patient harm.

Event description:
The customer reported that tubing leaks at various places within the IV line while infusing chemotherapeutic medications and saline. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was not confirmed. Visual inspection, functional testing, and pressure testing showed no anomalies or leaking. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that tubing leaks at various places within the IV line while infusing chemotherapeutic medications and saline. There was no patient harm.